Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during a meniscal suturing procedure treating meniscal injury, the shaft on the truespan broke. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The implants were not received along with the gun. Upon visual inspection, the plastic sleeve was damaged due to it was found ripped. The red trigger was reviewed and tested, it performed as intended; also, the pusher rod that places the implants is also in good shape. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Based on the condition of the shaft, this complaint cannot be confirmed. A further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The possible root cause for the damage in the sleeve could be attributed when is over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. Based on the IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitkek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the shaft on the truespan 12 degree plga device broke. Another like device was used to complete the procedure with delay of within 30 minutes. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.